Event description:
When first opening the spool it was difficult to pull; however, was able to retrieve and use the suture. Approximately 1/2 to 2/3 way through the spool, the suture broke in the spool and is unable to be retrieved. No adverse event. No surgical delay.

Manufacturer narrative:
Mfg site eval: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 cassette. There are no previous complaints of this code batch. There are no units in stock. The thread of the sample received is broken inside the cassette and cannot be retrieved. The thread was likely tangled in the reel and when pulling out the thread broke due to the extraction being too hard. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the OEM, the complaint is justified. Corrective/preventive actions: not applicable.